Event description:
Following was initially reported: ¿cardiohelp circuit that is currently on a patient had a bubble sensor alarm which stopped forward flow causing hemodynamic instability. Pt was coded for approx 3 min. No bubbles were noted. Flow was reestablished after few minutes. This occurred while patient was sleeping and no one was accessing the circuit or patient. This is a second occurrence. Now with a separate flow/bubble sensor and separate cardiohelp console. Pump and disposable pulled from patient and awaiting return to depot for service. No harm to patient except for interruption of support and brief period of resuscitation.¿ complaint ID# (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A medical review was requested. A follow-up emdr will be submitted when additional information becomes available.

Event description:
Complaint ID#: (B)(4).

Manufacturer narrative:
A medical review was performed by medical affairs on (B)(6) 2022 with following conclusion: "after the evaluation of the existing details, it appears that the most probable explanation for the described behavior of the flow bubble sensor was the defective sensor panel. It is possible that the defective sensor cable may have contributed to the defect of the sensor panel. After replacement of the cable and the sensor panel by getinge service, the device passed functional testing. While the complaint narrative stated that no patient harm was associated with this event, it was clear from the correspondence that resuscitation of the patient was required to resume normotension. Extracorporeal support was resumed upon confirmation of no bubbles in the circuit." The affected sensor panel and hls cable were requested for investigation. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
This is a follow-up with following correction to the medwatch report (B)(4): in section h. Device manufacturers only the type of reportable event is not a malfunction instead it is a serious injury as there was an interruption of support and a brief period of resuscitation. Following was initially reported: ¿cardiohelp circuit that is currently on a patient had a bubble sensor alarm which stopped forward flow causing hemodynamic instability. Pt was coded for approx 3 min. No bubbles were noted. Flow was reestablished after few minutes. This occurred while patient was sleeping and no one was accessing the circuit or patient. This is a second occurrence. Now with a separate flow/bubble sensor and separate cardiohelp console. Pump and disposable pulled from patient and awaiting return to depot for service. No harm to patient except for interruption of support and brief period of resuscitation.¿ the failure occurred during treatment. During investigation in the depot center a frayed hls cable was noticed. A getinge service technician (fst) was sent for investigation and repair on 2022-07-16 and 2022-08-17/23/24/26. The fst ran this cardiohelp for four weeks at 3000rpms and 4.0 lpm 24 hours without any failures. The sensor panel and hls cable was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. According to the logfile analysis by getinge service support the errors (arterial bubble detected) were related to the sensor panel, but not reproducible every time. Therefore the advise of the getinge service support was to replace the sensor panel as a precaution. The review of the non-conformities has been performed on 2022-06-30 for the period of 2015-10-14 to 2022-06-29. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2015-10-14. The affected sensor panel was requested for investigation. A getinge medical affairs investigation is ongoing. A follow-up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
Following was initially reported: ¿cardiohelp circuit that is currently on a patient had a bubble sensor alarm which stopped forward flow causing hemodynamic instability. Pt was coded for approx 3 min. No bubbles were noted. Flow was reestablished after few minutes. This occurred while patient was sleeping and no one was accessing the circuit or patient. This is a second occurrence. Now with a separate flow/bubble sensor and separate cardiohelp console. Pump and disposable pulled from patient and awaiting return to depot for service. No harm to patient except for interruption of support and brief period of resuscitation.¿ the failure occurred during treatment. During investigation in the depot center a frayed hls cable was noticed. A getinge service technician (fst) was sent for investigation and repair on 2022-07-16 and 2022-08-17/23/24/26. The fst ran this cardiohelp for four weeks at 3000rpms and 4.0 lpm 24 hours without any failures. The sensor panel and hls cable was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. According to the logfile analysis by getinge service support the errors (arterial bubble detected) were related to the sensor panel, but not reproducible every time. Therefore the advise of the getinge service support was to replace the sensor panel as a precaution. The review of the non-conformities has been performed on 2022-06-30 for the period of (B)(6) 2015 to 2022-06-29. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2015-10-14. The affected sensor panel was requested for investigation. A getinge medical affairs investigation is ongoing. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that the cardiohelp had a bubble alarm which stopped forward flow and causing hemodynamic instability. The patient coded for three minutes. No bubbles were noted. The flow was reestablished after a few minutes. The event occurred while the patient was sleeping and no one was accessing the circuit or the patient. This is a second occurrence with a separate flow/bubble sensor and a separate cardiohelp. There was no harm to the patient. There was an interruption of support and a brief period of resuscitation. The failure occurred during treatment. The first occurrence of the failure, on another device, was investigated in complaint# (B)(4) (mfg report number 8010762-2022-00260). No parts were replaced and the failure could not be replicated. A getinge service technician (fst) was sent for investigation and repair on 2022-07-16 and 2022-08-17/23/24/26. The fst ran the cardiohelp for a couple of weeks 24 hours per day without any failures. It was discovered during testing that the hls cable was frayed, but working as expected. The hls cable was replaced. The sensor panel was replaced as a precaution. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. According to the logfile analysis by getinge technical support the errors (arterial bubble detected) could indirectly be related to the sensor panel. The advise of the getinge technical support was to replace the sensor panel. The pump stop could be confirmed on 2022-06-29 at 01:16 am. A medical review was performed by getinge medical affairs on 2022-11-21 with following conclusion: "after the evaluation of the existing details, it appears that the most probable explanation for the described behavior of the flow bubble sensor was the defective sensor panel. It is possible that the defective sensor cable may have contributed to the defect of the sensor panel. After replacement of the cable and the sensor panel by getinge service, the device passed functional testing.while the complaint narrative stated that no patient harm was associated with this event, it was clear from the correspondence that resuscitation of the patient was required to resume normotension. Extracorporeal support was resumed upon confirmation of no bubbles in the circuit." The affected sensor panel and hls cable were investigated by getinge life-cycle-engineering (lce) on 2023-04-13 with following conclusion: the affected hls cable has a frayed outer insulation layer of the cable. The cables inside the insulation were not functionally impaired. The most probable root causes are: the pvc used in the cable sheathing will deteriorate with time and the influence of aggressive cleaning agents or disinfectants becomes brittle. Frequent bending of the cable can break the sheathing. The affected sensor panel, which triggered the bubble-alarm without a visible bubble, was investigated. There was venous bubble alarm triggered 49 minutes before the event occurred. It is very likely that at the time of the incident, there were indeed barely perceptible bubbles in the circulation, which triggered an arterial bubble alarm. Furthermore, it was found during the investigation that the flow/bubble sensor socket cannot ensure a reliable plug-in connection with the plug of the sensor. In case of a strong wobbling movement at the connected plug, an arterial bubble alarm can be triggered at the cardiohelp. After replacing the cable of the flow port, no more anomalies occurred during wobbling at the connector housing. The sockets did not show any abnormalities. Since the bubble alarm was only triggered within a short period of time, it can be assumed that the unreliable plug connection had no influence on the arterial bubble alarm. Moreover, according to the risk file of the cardiohelp device the following root causes can lead to the reported failure: influence due to other ultrasonic devices. Bubble sensor not plugged correctly. Environmental influences (atmospheric pressure, temperature, humidity, overvoltage) bubble sensor disturbed. According to the instruction for use (cardiohelp, chapter 5.3 "connection the sensors") it is stated to ensure that the connected sensors are not defective and to not use, if there is a visible damage. The review of the non-conformities has been performed on 2022-06-30 for the period of 2015-10-14 to 2022-06-29. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2015-10-14. Based on the results the reported failure "hls cable frayed" could be confirmed, but has not caused the device malfunction. The reported failure "bubble alarm" could be confirmed according to the logfiles, but was not related to a device malfunction. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).